Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\there is not second essure device identified on the exam.'), embedded device ('migration/ migration of essure device: uterin fundus possibly within a portion of the myometrium'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 32-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, ovarian cyst, cesarean section, irregular menstruation, pelvic adhesions and benign neoplasm of ovary. Previously administered products included for an unreported indication: acetaminophen and yaz. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psych injury\depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (ablation, dilation and curettage, hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012 and hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012). At the time of the report, the device dislocation, embedded device, vaginal haemorrhage, depression and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. She had one trailing coil showing on the left and four trailing coils showing from the right side in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes (discrepancy from ppf). Failure to occlude (close) fallopian tubes. The essure failed to block the fallopian tubes. Essure device seen in the superior portion of the endometrium and could possibly be within a portion of the myometrium fundally. There is not an essure device seen in either fallopian tube and there is contrast filling and spillage into the peritoneum.. Imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Lot number: 626687 manufacturing date: 2008/03 expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\there is not second essure device identified on the exam.'), embedded device ('migration/ migration of essure device: uterin fundus possibly within a portion of the myometrium') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in a 32-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, ovarian cyst, cesarean section, irregular menstruation, pelvic adhesions and benign neoplasm of ovary. Previously administered products included for an unreported indication: acetaminophen and yaz. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psych injury\depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain (abdominal)") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, dilation and curettage, hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012 and hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012). At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the embedded device, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. She had one trailing coil showing on the left and four trailing coils showing from the right side in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes (discrepancy from ppf). Failure to occlude (close) fallopian tubes. The essure failed to block the fallopian tubes. Essure device seen in the superior portion of the endometrium and could possibly be within a portion of the myometrium fundally. There is not an essure device seen in either fallopian tube and there is contrast filling and spillage into the peritoneum.. Imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Lot number: 626687 manufacturing date: 2008/03 expiration date: 2010/02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2000: pif received: newly added events- post procedural complication, outcome of the previously reported event- pelvic pain female, vaginal hemorrhage, device migration were updated, essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\there is not second essure device identified on the exam.'), embedded device ('migration/ migration of essure device: uterin fundus possibly within a portion of the myometrium'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 32-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, ovarian cyst, cesarean section, irregular menstruation, pelvic adhesions and benign neoplasm of ovary. Previously administered products included for an unreported indication: acetaminophen and yaz. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psych injury\depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (ablation, dilation and curettage, hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012 and hysterectomy (full), salpingectomy (unilateral), oophorectomy on (B)(6) 2012). At the time of the report, the device dislocation, embedded device, vaginal haemorrhage, depression and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain. She had one trailing coil showing on the left and four trailing coils showing from the right side in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes (discrepancy from ppf). Failure to occlude (close) fallopian tubes. The essure failed to block the fallopian tubes. Essure device seen in the superior portion of the endometrium and could possibly be within a portion of the myometrium fundally. There is not an essure device seen in either fallopian tube and there is contrast filling and spillage into the peritoneum.. Imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Lot number added. Events added: vaginal haemorrhage, depression, anxiety/ mental anguish and device expulsion. Outcome of event pelvic pain was updated to recovering/resolving. Other relevant history and lab data updated. Event psych injury updated to depression. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2012, hyst. (Full), salping.(unilateral)). At the time of the report, the device dislocation, pelvic pain and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events: pain: abdominal, dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, psych injury, migration was added. Event outcome was added for the events: abdominal, dysmenorrhea, menorrhagia. Case became incident. Lab data was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.